Event description:
(B)(4) received notice from a consumer-filed medwatch report regarding an incident involving a walker that (B)(4) imports and distributes. The reporter's mother injured herself, receiving bruises and stitches on her forehead, after her walker tipped over. This report is based on information from the medwatch and contact with the initial reporter in the medwatch.